Event description:
The plaintiff's attorney alleges that the patient experienced a sudden cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of any additional info.